Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory also indicated the right ventricular lead integrity alert triggered, the pacing capture threshold in the rv (right ventricle) was elevated, and the pacing capture threshold in the rv was unstable.

Event description:
It was reported that the lead integrity alert (lia) triggered due to noise on the right ventricular (rv) lead. The rv lead also had unstable sensing, high pacing thresholds, and was dislodged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.